Event description:
It was reported that there was no stimulation sensation. The patient was in pain because the stimulator was not working. The pain started sometime the week of this report. There was also a loss of therapeutic effect. A problem with the patient programmer (pp) was also reported. The patient was only getting the 9 volt battery light on the remote. The patient was going to call their healthcare provider (hcp) to have the implantable neurostimulator (ins) checked since she was not getting stimulation which stopped on its own. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved and the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3587a, lot# n0027776, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).